Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a corruption of the flash memory programming. The root cause for the corrupt programming could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was resetting.